Event description:
A report was received that the patients ipg was no longer holding a charge. The patient underwent battery replacement procedure and was doing well postoperatively.

Manufacturer narrative:
(B)(4). Device evaluation indicated that the device was no longer holding a charge. The complaint was not verified. The device was in hibernation, and it was fully recharged in one charging cycle. The battery depletion and sleep current rates were within the expected ranges, 2.46 mv and 19 ua respectively when the device was turned off. The device passed all the required tests and revealed normal device characteristics.

Event description:
A report was received that the patients ipg was no longer holding a charge. The patient underwent battery replacement procedure and was doing well postoperatively.